Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that an opt314 optiflow junior nasal cannula broke. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint cannula was received and was visually inspected. Results: visual inspection of the cannula revealed that the right tube was detached from the cannula. Evidence of adhesive was present on the external surface of the tube that was detached from the cannula, as well as on the internal surface of the cannula tube joint. A lot check could not be performed as a lot number was not provided. Conclusion: based on the observed damage it is likely that the tubing became stretched and damaged due to excessive force being exerted on the tubing. All optiflow junior cannulae are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are currently taken hourly from each run and pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint. If there are any failures the entire batch is put aside for further investigation. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: - ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. - appropriate monitoring must be used at all times. - do not stretch or crush tube. Fisher & paykel healthcare maintains a close supervision of this product and its behaviour in the field in order to gain information. We are continuously working to improve the optiflow junior cannula based on customer feedback.